Event description:
It was reported that a (B)(6) male patient weighing (B)(6) kg was admitted to the hospital for ivtm therapy on (B)(6) 2013 due to an out of hospital arrest with return of spontaneous circulation (rosc). A zoll ivtm quattro catheter was inserted into the left femoral vein. Insertion was smooth and did not require multiple attempts. The catheter was kept in for 72 hours. There were no other temperature management or procedures performed. A central venous catheter (cvc) was not placed prior to the zoll catheter. At the time of ivtm therapy, patient's temperature was at 36°c. The target temperature was 31°c. The rate of warming was controlled and set at 0.25°c/hr. The system had been running in the warming mode for 21 hours. There were no system alarms noticed during treatment. During a routine echo on day 3 of therapy, an incidental inferior vena cava (ivc) thrombus was noted. On the 4th day, a CT angiogram was performed. Findings from the angiogram included a new thrombus in the right upper lobar pulmonary artery bifucation consistent with an acute pulmonary embolism (pe). IV heparin protocol was continued and patient was started on warfarin. Ivtm therapy was completed as per protocol after rewarm with no reported device malfunctions. Patient was later discharged home on (B)(6) 2013.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. It was reported that a thrombus was observed in the right upper lobar pulmonary artery bifurcation of the patient. However, zoll catheter was placed in the left femoral vein (contralateral leg) and not the artery. Customer also reported that the patient is a high risk category for dvt. Therefore, it is unlikely that the zoll catheter contributed to reported thrombus. Furthermore, ivtm therapy was completed as per protocol and patient was later discharged home. The zoll catheter performed as intended with no reported device malfunctions. A supplemental report will be filed if the product in complaint is returned and investigation has been completed.